Event description:
Analysis of the returned flashcard was completed and no anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications. Analysis of the returned handheld computer was completed. During the analysis, it was identified that the handheld was received with the lock button in the locked position. Since the lock button was locked, the handheld buttons and touchscreen were unresponsive. Once the lock button was moved to the unlocked position, no anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge. Also, an analysis was performed on the returned handheld and the reported "battery swelling" allegation was not verified. A visual analysis of the main battery was able to identify that it was not swollen. During the visual analysis, it was identified that the main battery case was damaged. Functional testing of the main battery identified that the damage had no functional impact on the battery performance. No further anomalies were identified.

Manufacturer narrative:
.

Event description:
It was reported that a medical professional could not use his handheld computer to interrogate and program patient's generators. The device does not work anymore. It was reported that the battery appeared to be swollen and the device could not be switched on. They could not check data inside the device. Attempts to switch the device on several times were unsuccessful. The suspected programming computer was returned to the manufacturer on 05/31/2016. Analysis is underway but it has not been completed to date. Review of manufacturing records confirmed that the handheld computer passed all functional tests prior to distribution.